Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. An echocardiogram was performed and a pericardial effusion was discovered. The patient subsequently had a pericardiocentesis. The case was completed with cryo. No further patient complications have been reported as a result of this event.